Manufacturer narrative:
Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. During repair, it was determined that the motor, power was too low, too weak and the device was leaking. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w and check for air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device lacked power. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. The original device was used to complete the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.